Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report the following additional information: the interventional procedure is a transcatheter aortic valve intervention (tavi) procedure. A 9f sheath was used for the preclose technique and the sheath was then upsized to an 18f sheath for the tavi procedure.

Manufacturer narrative:
(B)(4). Correction - test revealed no calcification at access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was successful using a prostar xl device in the right common femoral artery using the preclose technique prior to an interventional procedure. The vessel was calcified. Reportedly, after the procedure, during the arteriotomy closure, a suture break occurred. Hemostasis was achieved using the other suture of the prostar device. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the prostar device. No additional information was provided.